Event description:
Titanium head fixture pin cracked during operative procedure, resulting in pt head "falling from" malcom-rand headrest. Age of device is unk. Distributor was notified of incident on 7/29/99. Problem codes provided by distributor: 2200, 2202 - patient. 2379, 1260 and 1283 - device.